Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed error code 45986 on may 17, 2024. Functional testing was unable to duplicate the reported problem. A defective main board was the most probable cause. The main board was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error. Per reporter the details are unknown, as it doesn't appear right now. Event occurred before patient use, during testing.